Event description:
It was reported that the patient experienced leakage at site issue on (B)(6) 2026, causing hypoglycemia. The patient was hospitalized three times in past six months. Further, the patient went to intensive care unit. The low blood glucose (39 mg/dl) was treated by intravenous and fluids of sugar. The patient was released on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 3 based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.